Event description:
It was reported that cgm displayed error message 42 while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, performed pump reset with guidance, and cgm error message did not appear again after reset.